Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a user was unable to log in to the station. The customer stated that one nurse was repeatedly unable to access the device and received an error message indicating "user was not registered." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to the station. A technical support specialist (tss) called and spoke with the customer regarding the login issue and confirmed that another user was experiencing the same problem. The customer was contacted again to reconfirm the details, after which the tss verified that the customer was able to log in successfully and that the issue was resolved. The customer provided the user identifier and new username for the second user to allow further investigation, and a separate case was created for this issue. After completing the necessary checks on both the server and the station, an email was sent to customer and the affected user, with the customer close the case for reference. Since the original customer issue was resolved, the current case was closed. The system functioned as intended after the technical support specialist investigated the issue.